Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigma perforation. According to the reporter: after firing the instrument, there were no staples in the tissue. There was no anastomoses. All staples were still in the instrument. The green ready to fire indicator was visible. They made a stoma; a re-operation will be required. There was no additional blood loss. The incision was extended by more than 1 inch and additional tissue was resected. As of the date of the report, the pt was in the ICU.